Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pouch making procedure for aortic cannulation and extracorporeal circulation on (B)(6) 2017 and the suture was used. At the end of the procedure, after pouch occlusion in the hemostasis review period, there was a rupture of the thread with a moderate bleeding. Time of bleeding increased. Additional information has been requested.